Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was attempted to be used in a procedure. The exact procedure date was unknown. During the procedure, the balloon did not inflate. It was then checked and noticed that the balloon had a hole in it. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The anatomy location and procedure type are unknown and is being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection did not find any problem on the device. Functional test was performed, and the balloon was inflated without any problem. However, it was not able to hold the pressure due to pinhole in the balloon located approximately at 80 mm from the tip of the device. Microscopic evaluation shows evidence of pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The returned balloon was found to have a pinhole located approximately at 80 mm from the tip of the device which causes the reported failure to inflate. The balloon pinhole occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was attempted to be used in a procedure. The exact procedure date was unknown. During the procedure, the balloon did not inflate. It was then checked and noticed that the balloon had a hole in it. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The anatomy location and procedure type are unknown and is being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.